Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of implant has been estimated. The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot or relabeled lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The reported stent fracture was confirmed per images provided by the account and reviewed by an abbott vascular clinical specialist. The investigation was unable to determine a conclusive cause for the reported stent fracture or reported patient effect of occlusion. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a procedure was performed in (B)(6) 2015 to treat an 80% stenosed, mildly calcified, de novo lesion in the mid popliteal artery. A 6x80mm x 120cm supera veritas self-expanding stent system (sess) was advanced and the stent was implanted. On (B)(6) 2016, the patient was symptomatic and required additional treatment as the supera stent was broken and the vessel was occluded. Percutaneous transluminal angioplasty was performed with a non-abbott drug eluting balloon device; however, the vessel could not be reopened which required a femoral popliteal bypass surgical procedure to be performed to treat the occlusion. There was no adverse patient sequela. No additional information was provided.